Event description:
It was reported that the user¿s freestyle libre 3+ continuous glucose monitor (cgm) sensor was previously paired to another device, which prevented pairing to the ilet bionic pancreas system; the agent guided the user through pairing steps in the ilet and ilet mobile app and initiated sensor warmup. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed that the cgm sensor was paired to the manufacturer¿s mobile app, which prevented connection to the ilet, consistent with a use-related connectivity conflict rather than an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing to another device.